Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number 11d19h25, with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake, experienced touch contamination, and did not clean exchange area before starting pd. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and the patient was recovering. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the patient made mistake, touch contamination, and did not clean exchange area before starting pd.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.